Event description:
Co presents this device can be used for chemotherapy admixing. However there is no instructions for use on the package of each unit, & the filter is detachable which may create chemotherapy spillage problem. The side filter fits a syringe & so is the admixing port. The use of these ports must be explained. Rptr feels that any product which is promoted for chemotherapy admixing must keep safety of the user as the top priority. Adequate instructions of use must be printed & accessible.